Manufacturer narrative:
The device ro 10 014 has been inspected for investigation purpose. The tests performed confirmed that the pointer was out of calibration due to an error for weight and gravity center. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the pointer probe was not able to calibrate correctly. No patient injury was reported.